Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms being active were confirmed via a review of the log file. The system controller (serial number: (B)(6) ) was returned for analysis and a log file was downloaded for review. A review of the log file showed events spanning approximately 5 days ((B)(6) 2000, (B)(6) 2021 per timestamp). Events captured on (B)(6) 2000 took place when the clock was not set, therefore the exact date and times of the events were not accurately recorded. Backup battery faults due to load test failures were active on (B)(6) 2021 at 18:31:45 - (B)(6) 2021 at 10:53:21. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded. Backup battery memory tag faults alarms were active on (B)(6) 2021 at 10:52:44 - 10:54:28 due to the backup battery being uninstalled and on (B)(6) 2021 at 09:14:25 ¿ 09:14:31. Backup battery circuit faults alarms were active intermittently on (B)(6) 2021 at 10:52:38 ¿ (B)(6) 2021 at 09:14:31. On (B)(6) 2021 at 09:10:43, the driveline was disconnected, and the pump stopped at 09:10:47. The driveline was reconnected at 09:11:01 and disconnected again at 09:14:25. There were no other notable alarms active in the log file. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The backup battery was replaced and a backup battery memory tag and backup battery circuit fault alarms were active. The back panel of the controller was removed in order to inspect the condition of the wire connections and the connection from the controller to the backup battery. Upon visual inspection, the female header was dislodged from the socket and the wire guard on the main printed circuit board (pcb) was damaged. The male socket was inspected, and the pins were found to be bent. The bent pins were straightened and then the wire header was securely connected to the socket. The backup battery was again connected to the controller and the controller connected to the mock loop. The controller was able to operate the mock loop as intended. All alarms were cleared. The backup battery ribbon cable was inspected under a black light in order to check for grease used to help prevent load test failures. The grease was found on both ends of the ribbon cable. The root cause of the backup battery faults due to load test failure was unable to be conclusively determined through this investigation; however, the root cause of the time backup battery faults due to circuit faults were conclusively determined to be caused by the bent pins. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 04jan2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's history of backup battery faults with multiple system controller exchanges were reported under manufacturer report numbers 2916596-2021-00377 and 2916596-2021-00035. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number for the additional system controller exchange: 2916596-2021-04423. It was reported that the patient experienced a yellow wrench alarm associated with a backup battery fault on (B)(6) 2021, and that the backup battery was to be replaced. This patient had a history of backup battery faults with system controller exchanges. On (B)(6) 2021 at 14:00 the patient experienced another backup battery fault while on battery power and exchanged the backup battery again. Several hours later the patient experienced another backup battery fault alarm, now having happened on batteries and the mobile power unit (mpu). A log file analysis captured a backup battery fault on (B)(6) 2021 due to the backup battery failing several tests. Technical services suggested to upgrade the system controllers software to address the issue. The patient's system controller was exchanged multiple times.